Event description:
It was reported the pt experienced ineffective stimulation therapy. The pt also needed an MRI. The pt's ipg was explanted. The lead was partially explanted but the portion of the lead containing the electrodes was left implanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.